Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield 2000 skull clamp was involved in a slippage during a patient procedure. The incident was described as follows: a patient (patient demographics unknown) was involved in a slippage of a mayfield 2000 skull clamp. There was no injury involved with this incident. The reporter was unable to provide additional information about this incident.